Manufacturer narrative:
Additional information: section b7: relevant history; section h6: evaluation codes; section h10: narrative text. Medical record review revealed 2 years and 6 months post sapien 3 valve implant, the patient presented to the emergency room (ER) complaining of increased shortness of breath (sob). Echo revealed severe aortic bioprosthetic valve stenosis. The decision was made to explant the sapien 3 valve and implant a surgical valve. During the explant of the tavr valve, it was noted that the valve was partially occluding the left and right coronary artery ostium as it had epithelialized. The valve was heavily calcified and appeared to be ¿incompetent¿. The surgical valve was successfully implanted, and the patient was discharged to home on pod13. Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. In this case, based on the limited information provided, the root cause for the valve degeneration 2 years and 6 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 2 years and 6 months post implant of a 26mm sapien 3 valve in the aortic position, the sapien 3 valve was explanted and a surgical valve was implanted. The sapien 3 valve was reported to be stenotic and ¿failing¿. The valve leaflets were calcified, resulting in worsening regurgitation and increased gradients. The sapien 3 valve was explanted and the surgical valve was successfully implanted. At the time of the report, the patient was in stable condition.